Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-22226, 2017865-2021-22227, 2017865-2021-22228. It was reported that the patient presented with an unspecified pocket infection. The physician alleged the implant procedure caused or contributed to the infection. The implantable cardioverter defibrillator, right ventricular, right atrial, and left ventricular leads were explanted. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.